Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher three times. The last repair was (B)(4) 2015 where it was reported that the unit is not working and the damaged hardware was replaced. This is not a related issue. The skin graft mesher was manufactured on january 24, 2011, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed nicks and scratches to the mesher handle. The right latching pin will not engage and there was no apparent damage to the comb. There were minor nicks and scratches to the head and handle of the ratchet. There was minor wear to the roller gear and slight galling to the roller extension. The test mesh using the customer's mesher and ratchet: passed when using the qa cutter. The customer did not return any cutters for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn side plates and damaged comb. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection the device was tested and produced a passing mesh using the qa cutter. Based on the information that was provided the root cause of the reported event could not be specifically determined. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device chewed up the patient's skin during surgery; however, the graft was able to be used. No patient involvement. No adverse events have been reported as a result of the malfunction.